Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had a door that would open and the door kept clicking then it would fail. The customer reported that the alleged malfunction took place during dispensing of medication to the patient, however the user reported being able to remove and dispense the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had been failing repeatedly. The field service engineer (fse) cleaned and tightened solenoid connections to resolve the issue. The fse tested the door in the hardware test application to ensure the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had a door that would open and the door kept clicking then it would fail. The customer reported that the alleged malfunction took place during dispensing of medication to the patient, however the user reported being able to remove and dispense the medications. There were no adverse events or injuries reported based on this event.